Event description:
It was reported that a site's handheld ac adapter shorted out when it was plugged into an electrical outlet. A replacement ac adapter was sent. Attempts to have original ac adapter returned have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.